Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that power trialysis was placed on (B)(6) 2019. On (B)(6) 2019, because thrombus was observed into the catheter, the physician tried to aspirate the thrombus using a syringe, and material like vinyl was aspirated from the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of material being present within the catheter is confirmed and appears to be biological material formed during use. One 12 fr 24 cm powertrialysis catheter was returned. Evidence of use was present throughout the catheter. Yellow discoloration was present on the catheter surface. A test tube containing an unknown white material within fluid was also returned. The material was removed from the test tube and was microscopically observed. The material was white and had a tube shape. The material was cut and was observed to have a hollow center. A section of the material contained a dark, brownish-black spot. The material was observed to dehydrate when left exposed to air. The walls began to shrivel and become translucent over time. The material is likely biological and formed on the inner surface of the catheter tubing during use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that power trialysis was placed on (B)(6) 2019. On (B)(6) 2019, because thrombus was observed into the catheter, the physician tried to aspirate the thrombus using a syringe, and material like vinyl was aspirated from the catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of material being present within the catheter is confirmed and appears to be biological material formed during use. One 12 fr 24 cm powertrialysis catheter was returned. Evidence of use was present throughout the catheter. Yellow discoloration was present on the catheter surface. A test tube containing an unknown white material within fluid was also returned. The material was removed from the test tube and was microscopically observed. The material was white and had a tube shape. The material was cut and was observed to have a hollow center. A section of the material contained a dark, brownish-black spot. The material was observed to dehydrate when left exposed to air. The walls began to shrivel and become translucent over time. The material is likely biological and formed on the inner surface of the catheter tubing during use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that power trialysis was placed on (B)(6) 2019. On (B)(6) 2019, because thrombus was observed into the catheter, the physician tried to aspirate the thrombus using a syringe, and material like vinyl was aspirated from the catheter. There was no reported patient injury.